Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, on the first inflation until 10 atmospheres was reached, the balloon ruptured. The device was removed without any problem replaced for another of the same device to complete the procedure. No complications reported, and patient status was good.